Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level and had to go to the emergency room 4 years ago. The customer¿s blood glucose level at the time of the incident was 324 mg/dl and customer¿s current blood glucose level was 392 mg/dl. The customer was treated by giving bolus with the insulin pump. The customer was not wearing the insulin pump at the time of hospitalization. The customer was assisted with the troubleshooting. The customer also reported that the insulin pump had 2 no delivery alarms and it was resolved by the troubleshooting. The insulin pump will not be returned for the analysis.